Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers were failed. A field service engineer (fse) identified that the drawer 2.2 latch was broken. So, the fse replaced the latch, and the drawer functions were restored. Further the customer said drawer six was not opening. After inspecting the drawer, the fse noticed that the inseparable did not have a magnet, so the fse replaced the inseparable, after that all the functions return to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the main drawers 2.1 and 2.2 were failed to close. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.